Manufacturer narrative:
Covidien reference number (B)(4). Information was received from australia's regulatory authority therapeutic goods administration (tga). No further information was provided.

Event description:
It was reported that, graphic user interface (gui) display on a 980 ventilator had blank lines across it. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of a patient.